Manufacturer narrative:
The glucose reagent lot number was 779013. The reagent expiration date was requested, but not provided. All other reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined that a probe rinse station was not correctly adjusted, causing a probe to hit the cover. The probe assembly was replaced. A hardware check test and precision studies were performed; these recovered within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on a cobas c 503 analytical unit. The customer stated they started getting critical values for patient samples, primarily for the glucose hk gen. 3 assay. Glucose results were questioned. The customer then ran controls and controls for multiple tests were outside of range. The customer pulled patient samples and repeated these on a second analyzer. The repeat values were deemed correct. Examples of discrepant results were provided for four patient samples. For these samples, results for the following assays were affected: cholesterol gen.2, ldl-cholesterol plus 3rd generation, glucose hk gen. 3, calcium gen. 2, total protein, albumin, and creatinine. The first patient sample initially resulted in a glucose value of 56 mg/dl and it repeated as 80 mg/dl. The second patient sample resulted in the following values: initial cholesterol value = 152 mg/dl, repeat cholesterol value = 245 mg/dl. Initial ldl value = 104 mg/dl, repeat ldl value = 175 mg/dl. The third patient sample resulted in the following values: initial glucose value = 54 mg/dl, repeat glucose value = 76 mg/dl. Initial calcium value = 6.9 mg/dl, repeat calcium value = 9.2 mg/dl. Initial total protein value = 4.3 g/dl, repeat total protein value = 6.5 g/dl. Initial albumin value = 2.8 g/dl, repeat albumin value = 3.8 g/dl. Initial creatinine value = 1.05 mg/dl, repeat creatinine value = 1.45 mg/dl. The fourth patient sample resulted in the following values: initial glucose value = 113 mg/dl, repeat glucose value = 160 mg/dl. Initial calcium value = 6.6 mg/dl, repeat calcium value = 8.8 mg/dl. Initial total protein value = 3.7 g/dl, repeat total protein value = 5.9 g/dl. Initial albumin value = 2.6 g/dl, repeat albumin value = 3.6 g/dl.

Manufacturer narrative:
Quality controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration, sample pipettor, sample clot detection, and sample foam detection alarms were observed near the time the samples were processed. The investigation determined the service actions resolved the issue.